Event description:
It was reported that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. During the procedure, the physician noted lead damage. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. The complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Final analysis found that the insulation was abraded at 11.9cm to 12.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.